Event description:
Customer reported the system will not send to pacs and the up-down button is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ethernet cable and the up-down switch. System operates as intended.